Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the fixation arm is loose. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No footswitch or battery charger were included. The unit had an aluminum dumbbell. The battery was included. A functional evaluation revealed the unit¿s led was lit but the unit would not attempt to pressurize when the main switch was engaged. The unit¿s enclosures were opened to gain access to the printed circuit board. A multi-meter was used to check the continuity of the printed circuit board¿s fuse and it was found to be blown. The fuse was replaced and the unit pressurized as designed. The unit had a piston migration of 2.42 inches. The unit passed the weight test. The complaint was confirmed and the root cause was a blown fuse on the unit¿s printed circuit board. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.